Event description:
Additional information received from customer: the type of procedure performed was therapeutic and it was completed with a similar device. The event occurred at the beginning of the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5. The device was returned to olympus for inspection and one of the two reported malfunctions was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a dent on the insertion tube, a broken light guide bundle and a scratched universal cable. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device exhibited deterioration of light source fiber and defective pressing of the hand switch. There were no reports of patient harm.